Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2013, the patient contacted animas and reported that she had quit using the pump in (B)(6) of 2012. She alleges that the pump has no power. She has attempted to change to batteries from different packs, but the issue continues. Battery cap is not able to properly secure: yellow o-ring is visible. Battery cap last was changed 1 year ago. Patient denies any trauma or moisture to the pump, and states battery cap and compartment are in good condition. Patient has been off the pump and using injections since (B)(6) 2012, because of the power issue. The patient reports that she went to the hospital last week with blood glucose in 400- 500 mg/dl range. She received IV fluids and was released. She is not taking her lantus as she is uncertain of the dose. She reports "chronic sleeping." This complaint is being reported due to the allegation that a patient who stopped using the pump due to a malfunction later developed hyperglycemia requiring medical intervention. Use error cannot be discounted as a contributing factor: the battery cap was not replaced per the user guide recommendations and the patient is not taking her lantus.